Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective device replacement due to normal battery depletion, this chronic right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The high measurements were observed prior to disconnect as well as after connection with the new device. The physician elected to monitor for additional changes via the latitude remote monitoring system, as all other lead measurements were stable and within normal ranges. No adverse effects reported prior to nor after device replacement.